Event description:
Customer claimed that the bristle comes off the product. Update: he tried about 2-3 of them, the bristles would come off. On the 2nd use, the bristles would come out. He still has the remaining brushes, but threw out the ones he used.